Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this implantable pacemaker experienced a pacemaker mediated tachycardia (pmt) episode. The rhythm appears to be atrial driven. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that the patient experienced a subsequent pmt episode, which also appeared to be atrial driven. It was further noted that the minute ventilation (mv), feature has been disabled on this device for approximately three years. No adverse patient effects were reported. This pacemaker remains in service.